Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for three nights due to high blood and the paramedics were called. The customer stated that the doctor checked the insulin pump and everything was okay, and they suggested that the infusion set could cause her high glucose level and to use different infusion sets. The customer requested having the quick serter to make it easier to use the infusion sets. No further information was provided.